Event description:
It was reported that a secure attachment between the inner and outer cannulae could not be maintained on three (3) size 6 cfs, cuffless tracheostomy tubes. When devices were examined it was observed that the top of the outer cannula (trach head) was cracked/broken. These incidents occurred after the devices were in use from seven (7) to thirty (30) days. There was one (1) patient involved and no reported patient compromise. The three (3) size 6cfs devices are reportedly available to be returned to the manufacturer for identification, analysis and investigation. As of the date of this submission, the devices have not been received by the manufactuer.